Event description:
When implants were removed the polyurethane was totally disintegrated except for a small piece of glue. Rptr has silicone in her anterior chest wall and lymph nodes. Rptr has had numerous health problems and has tested positive for tda. When they were removed it was because they were hard and the right one had a fold which apparently was on a nerve and was causing pain and numbness down right arm.